Manufacturer narrative:
A request for additional information was made. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker exhibited potential loss of capture. A strip was sent for review however it was unclear if there was true loss of capture or if it may be the warming up of the evoke response channel where it would be expected to not see right ventricular (rv) deflections. Boston scientific technical services (ts) discussed troubleshooting options to consider. No adverse patient effects were reported.